Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it is likely that the slightly flared outflow segment of the valve caused leaflet malfunction, resulting in central aortic insufficiency (cai). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral sapien placement, there was moderate central aortic insufficiency (cai) requiring deployment of a second valve. During the balloon aortic valvuloplasty (bav), a contrast injection was performed and showed no leak around the balloon. The delivery system and valve was tracked and placed 50:50 in the native annulus, and deployed under rapid ventricular pacing. A tee assessment of the deployed valve showed moderate cai. The heart team made the decision to perform a valve in valve procedure. The second valve was positioned slightly lower (40/60 aortic/ventricular) to the first valve and deployed under rapid ventricular pacing. A peri-operative tee showed no central leak. A successful surgical closure of the rcfa was performed. CT annulus measurements were 21mmx30mm with an area of 520mm2. It was reported that the first sapien valve was flared slightly in the outflow segment of the valve, causing leaflet malfunction.